Manufacturer narrative:
(B)(4)

Event description:
Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient home alone when they were not feeling well. The patient was dizzy and sweating and stated they were "seeing colorful lights". She called her doctor after manually checking her bg of 22 mg/dl while the cgm was displaying 54 mg/dl. The doctor advised the patient to contact paramedics. When the paramedics arrived, the patient was laying down. She stated she was still dizzy, disoriented and pale. The patient was transported to the hospital and in route to the hospital, the paramedics treated the patient with dextrose 10 IV. At the hospital, the patient was treated with dextrose 50 IV and a glucagon injection (5mg). It is unknown what the cgm and bg values were after treatment. The patient was hospitalized and discharged on (B)(6) 2023. At the time of the report, the patient was in stable condition and feeling okay. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.